Event description:
It has been reported that device speakers are not functioning properly.

Manufacturer narrative:
This report is based on information provided by local philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips fr3 defibrillator indicating that the sound cracks at startup. Available details indicate that the device had a failure of the audio speaker making it necessary to replace the main unit. The device includes redundant design features to support use of the device during a critical care event if the speaker does not provide voice prompts. These features include text instructions displayed on the defibrillator¿s main screen, an insert-pads-connector flashing light, flashing shock button and a charge tone. An estimate was provided to the customer for replacement of the main unit; however, the customer refused this service. Based on the information available, the cause of the reported problem was a potential speaker failure. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. No CAPA will be initiated based on this record; a corrective action request will be initiated if a trend is discovered through periodic monitoring. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was provided an estimate for the replacement of the main unit; however, requested to cancel the repair. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.